Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 503 mg/dl and 102 mg/dl. On (B)(6) 2017 customer reportedly received the following results on the aviva system within 10 minutes: 420 mg/dl and 138 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.